Event description:
A malfunction was reported when a code was displayed on the customer's device. There was no adverse impact to the customer's blood glucose level. As a corrective action, technical support arranged to replace the pump, confirmed the shipment details, and provided instructions for storage and returning the defective pump. The customer was informed about the replacement and advised to use manual daily injections as a backup therapy to ensure continuous insulin delivery.